Manufacturer narrative:
No additional information was provided by the elite safety sciences. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings. See narrative below.

Event description:
It was reported that the patient had a bad skin reaction to chloraprep. Verbatim: bad skin reaction to chloraprep [adhesive tape allergy] case description: this united states case is a solicited report received on 15 nov 2021 from a consumer from a patient support program via accredo specialty pharmacy. This 24 year old, 145 lb, female patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml) delivered by remunity pump, on (B)(6) 2021 for secondary pulmonary arterial hypertension. The current dose was reported as 0.040 ¿g/kg (prefilled with 2.8 ml per cassette; pump rate 30 mcl/hour), continuous via subcutaneous (sq) route. On an unreported date in (B)(6) 2021, the patient experienced the event of bad skin reaction to chloraprep (dermatitis contact). Continued in additional info section... Co-suspect medication included: chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included: opsumit (macitentan) and sildenafil citrate. Relevant medical history included: secondary pulmonary arterial hypertension. It was reported that the patient had a bad skin reaction to chloraprep. The patient was on remodulin remunity. Action taken with sq remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient had a bad skin reaction to chloraprep. Verbatim: bad skin reaction to chloraprep [adhesive tape allergy] case description: this united states case is a solicited report received on 15 nov 2021 from a consumer from a patient support program via accredo specialty pharmacy. This (B)(6), female patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml) delivered by remunity pump, on (B)(6) 2021 for secondary pulmonary arterial hypertension. The current dose was reported as 0.040 g/kg (prefilled with 2.8 ml per cassette; pump rate 30 mcl/hour), continuous via subcutaneous (sq) route. On an unreported date in (B)(6) 2021, the patient experienced the event of bad skin reaction to chloraprep (dermatitis contact). Continued in additional info section... Co-suspect medication included: chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included: opsumit (macitentan) and sildenafil citrate. Relevant medical history included: secondary pulmonary arterial hypertension. It was reported that the patient had a bad skin reaction to chloraprep. The patient was on remodulin remunity. Action taken with sq remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact.